Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had burn marks on her back and front where all 3 therapy electrode pads sit.. Follow up indicated that the rash had gotten worse. The patient's physician recommended ended use of the lifevest.